Event description:
The pt's family member contacted lifescan (lfs) alleging that the pt's one touch ultra meter was reading inaccurately low. The lfs medical coordinator spoke with the pt the next day. The pt continued on their usual diabetes medication regimen: toronto insulin 10 units at breakfast, lunch, dinner and nph insulin 10 units at bedtime. 12 days ago, pt obtained results of 9.0 to 10.0 mmol/l (162 to 180 mg/dl) on the reported meter feeling thirsty and tired. The same day, pt went to the clinic for a regulary scheduled appointment. A venous draw blood test was performed more than 20 minutes after the meter tests; a result of 22 mmol/l (396 mg/dl) was obtained. The pt wasadmitted to the hosp, as the physician was concerned that pt might have an infection. Pt was treatedfor kidney infection while hospitalized for 5 days. Their insulin regimen was adjusted on discharge. The pt experienced hyperglycemia;however, there is no indication that the product contributed to their experiencing injury and medical intervention. The pt's family changedthe meter battery while pt was hospitalized. When the family member contacted lfs,the meterwas set to mg/dl insteadof mmol/l. Family member believed that the meter had been set correctly to mmol/l at the time of concern. A control solution test was not performed,as the date the control solution was opened was not known. Due to the apparent spontaneous change in the meter units of measurement following a power interruption,there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.